Manufacturer narrative:
Upon reviewing the breezy line chairs for like occurrences, it was found that there was 1 other similar incident from (B)(6) 2015, reported on MDR 3006459587-2015-00002, where the end user received a 4" laceration when the calf rubbed against the swing away latch mechanism. The breezy ultra 4 along with the rest of the breezy line chairs have a similar leg rest release latch design. In a 5 year cycle with a distribution of 160,000+ chairs and 500,000+ chairs over the tenure of this brand it has been determined that it is a very low rate of occurrence and the benefit of use outweighs the risk. This information is being documented in the product's hra and hhe and is being monitored for trends. The end user's daughter also claims that this has occurred multiple times as the leg rests are not being removed for patient transfers. The chair's design allows for the leg rest to be completely removed to clear any obstruction for transfers. The owner manual states on page 12, section e, bullet 2c, "footrests should be swung out of the way or removed whenever entering or exiting the wheelchair." This is not considered a product malfunction or defect. No further investigation will be performed.

Event description:
End user's daughter reported that her mother is currently living in a nursing home and continues to get skin tears on the left leg which requires wound care. This has happened multiple times. The daughter alleges that it is from her wheelchair. She states it is from the release latch on the hanger. She alleges that when her mother transfers without taking the hangers off the skin tears occur. She also states that her mother is now unable to walk and requires a hoyer lift.